Event description:
The customer reported that an event occurred where air ws found in the tubing below the pump. The patient was heard coughing and when the nurse saw the air in the line the infusion was stopped. The IV tubing reportedly was found with an unknown amount of air in a "striped" pattern (air/fluid/air/fluid). Although the nurse did not recall hearing an audible alarm, there was a message displayed indicating "too much air was going through." The single bolus air in line setting was 75 ul and the profile in use was pediatric. The patient was reported to be hypotensive and an EKG was completed, oxygen started and a normal saline bolus was administered. Within twenty minutes the blood pressure improved and the cough was better. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.